Event description:
Procedure: d&c. The pt reportedly came to the physician's office two weeks post-operatively complaining of a purple "whelp" on their thigh after surgery. The surgeon measured a 5x5cm ulcerated red tender area on the thigh. Cleaned area and gave them neosporin ointment to apply to area.